Event description:
The manufacturer received information alleging an internal battery failure (193) was observed during evaluation of a trilogy 100 device. Additionally, the enclosure is cracked, the sd card door is sticking, and the handle is sticking. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device¿s internal battery was replaced to address the issue. The customer requested no other repair to the device.